Event description:
Alarming "disconnected." Pump sent to alaris for testing. Technical support at alaris stated problem was probably the logic board. Biomed received pump back and service report stated "flashed or reprogrammed."